Event description:
It was reported that patient presented in clinic. Upon interrogation, it was noted that right ventricular (rv) lead exhibited elevated threshold and failure to capture. The rv lead was capped on (B)(6) 2024 and replaced. There were no patient consequences.